Event description:
It was reported, that during a patient clinic follow up on (B)(6) 2024. The atrial lead was dislodged and determined via x-ray. Upon interrogation, the atrial lead had failed to sense and failed to capture. On (B)(6) 2024, the physician repositioned and revised the atrial lead accordingly. And repositioning procedure was successful. The patient was stable throughout the procedure.